Manufacturer narrative:
Per the tandem user guide, "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer used fiasp insulin. Customer's blood glucose level was 435 mg/dl. A cartridge change was performed resolving the issue